Manufacturer narrative:
Continuation of d10: product ID fg15150-0630-1s (lot: 225085931); implant date: n/a; explant date: n/a; product ID ped2-475-20 (b682486); product ID ped2-475-25 (b429233). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that 3 pipeline stents failed to open in the proximal section and the phenom catheter had difficult navigation. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right cavernous carotid artery with a max diameter of 5mm and a 2mm neck diameter. The landing zone was 7mm distally and 6.9mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was the femoral artery with a diameter of 7mm. Dapt (dual antiplatelet treatment) was not administered. The angiographic result post procedure was normal. Another florya diverter was deployed and the endo-leak was prevented. It was reported that a giant aneurysm in the right cavernous carotid artery that had been previously treated in one session was revisited. The reason for the revision was the endoleak originating from the artery expanding at the proximal and distal ends of the previously nested stents. The largest diameter stent that could be used was selected for this purpose. All of the pipeline flow diverters selected for this purpose were not opened at all during deployment. Therefore, the stents were retrieved. Two of the pipelines were not positioned in a bend. It was unknown whether or not the other was positioned in a bend. Less than 50% of the pipelines had been deployed when they failed to open. The pipelines were resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipelines. The pipelines were resheathed and removed from the patient with the microcatheter. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.  Ancillary devices include a phenom27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the pipeline failure to open was not determined. The difficult navigation was said to be due to the tortuous structure of the vessels.